Event description:
It was reported that the catheter was non-patent and that there was an inability to withdraw cerebral spinal fluid (csf). In addition, the elective replacement indicator (eri), indicated 5 months, so the pump was prophylactically removed to avoid in-vivo battery depletion. The specific catheter issue was undetermined. It was noted post-operatively that the patient recovered without sequela, however, it was unknown if the patient was now receiving efficacious therapy. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). The pump was analyzed and found that the pumphead had a deformed pump tube. One test indicated an over infusion, while another test displayed an under infusion. Some surface residues were found in the pump head compartment and motor can. None of these residues indicated that there was a significant anomaly to point to a past motor stall or why the testing was inconsistent. The tube appeared to be hardened in some areas and lost some of its elasticity. Also noted was surface residue and slight discoloration of the tube along with what appeared to be foreign material inside of the tube. It was believed that a combination of mechanical and chemical stresses may have contributed to the change in the cross section of the tube which could have led to the infusion inconsistencies noted during testing. A complete catheter in multiple pieces, not attached to pump was received. Analysis of the same revealed dark residue occlusion in dispensing holes, incorrectly assembled catheter and a detached catheter tip from the catheter body/metal pin not caused by the customer. It was observed that a suture was tied directly on the catheter at pin connector, but this did not affect therapy. Two small holes in the catheter at the 33 cm marker were noted. This area was discolored and believed to have been present for a while. These holes did leak with minimal pressure applied. The holes were believed to be "sheer holes" caused at implant. At the distal, end the most proximal dispense hole was clogged with dark material and was occluded. The dark material clogging the most proximal dispense hole was believed to have caused the failure to aspirate. It was also noted that the metal tip at the distal end of the catheter was missing; it appeared that some adhesive was present and no tooling marks were noted. There was no physical evidence to point that the tip came off during explant or caused by the customer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.